Event description:
Customer reports meter results of 725mg/dl while using the advantage system. Meter results are out of range, device to display "hi" for results greater than 600 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.